Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire was difficult to advance and withdraw in the catheter. Throughout the procedure the physician reported experiencing friction when manipulating the guidewire, both when advancing and withdrawing the guidewire. Additionally, when observed through fluoroscopy the catheter's array was seen in "strange forms". The procedure was completed using the original catheter and guidewire with no patient complications. When removed from the patient they saw the guidewire lumen was shifting slightly up and down when the guidewire was moved. The catheter is expected to be returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire was difficult to advance and withdraw in the catheter. Throughout the procedure the physician reported experiencing friction when manipulating the guidewire, both when advancing and withdrawing the guidewire. Additionally, when observed through fluoroscopy the catheter's array was seen in "strange forms". The procedure was completed using the original catheter and guidewire with no patient complications. When removed from the patient they saw the guidewire lumen was shifting slightly up and down when the guidewire was moved. The catheter is expected to be returned for analysis.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. When received by boston scientific's post market laboratory the catheter was first inspected, they observed that the guidewire lumen was kinked near the distal tip. They attempted to functionally test the catheter, but they were unable to load a guidewire into the catheter and thus were also unable to test deployment of the catheter. A warning listed in the device's labeling states that the guidewire must be inserted all the way through the catheter prior to deploying or undeploying the catheter or the device may become damaged. Based on all the available information the observed stuck guidewire was likely due to unintended use error, the location of the damage to the guidewire lumen is consistent with a catheter that has been deployed without a guidewire inserted through the catheter. The resulting damage made it impossible to insert a guidewire into the catheter.